Event description:
The pt experienced a return of parkinsons symptoms. The pt visited the neurologist. When telemetry was done on the implantable neurostimulator (ins), it showed the default values; not the settings that had been previously programmed. During telemetry, it asked for the serial number of the ins. When the data was entered, the neurologist was able to put in new parameters, but when the telemetry was done; the system again had the default values. The ins was replaced. There was reported to be no pt injury.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.